Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/13/2016, that on (B)(6) 2016, the receiver displayed a message "transmitter not found". No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 09/16/2016. Complaint for a the displayed message "transmitter not found" could not be confirmed, however, transmitter failure was found and confirmed on 09/16/2016. The root cause was determined to be a defective transmitter post investigation. Based on the findings of a transmitter failure this is now reportable.